Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer changed the electrodes, reran qc, and performed a rerun of patient testing. The field service representative performed ise pathway conditioning and ise checks. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of a questionable potassium result for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial result was 4.9 mmol/l and the repeat result was 5.4 mmol/l. The questionable result was reported outside the laboratory. The electrode lot number was p78 and the expiration date was 22-aug-2021.